Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at maximum outputs. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.